Manufacturer narrative:
The reported condition is being investigated by coopersurgical, inc. A follow up report with investigation findings will be filed once available. (B)(4).

Event description:
Customer stated "handle getting cold and tip was freezing without pedal being engaged". (B)(4).

Manufacturer narrative:
Ref: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 year complaint history reveals no similar issues. The complaint unit, serial # (B)(4), was manufactured in august of 2003 and shipped october 2003. Service & repair did not confirm the complaint condition. The probe functioned to specifications free of defects. The probe was the only item sent in. A root cause is not available. Correction and/or corrective action: the unit was confirmed to function and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction to train to. Was the complaint confirmed? No. Preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "handle getting cold and tip was freezing without pedal being engaged". Reference repair order: (B)(4). Ref: (B)(4).